Event description:
The customer reported to olympus, the ceramic tip on the resection sheath was observed to be damaged during preparation for use for an unknown diagnostic procedure. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. Part of the tip was broken off. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the following led to the malfunction: thermo-mechanical fatigue, wear and tear and improper handling (impact, shock). The failure was most likely induced by thermo-mechanical fatigue. It could not be determined whether there was advanced wear and tear or pre-existing damage. Furthermore, it could not be determined whether the final damage was triggered in the course of the procedure or during reprocessing. The instructions for use (IFU) addresses this failure: before using the product, the warning notices in the IFU should be followed to ensure a faultless condition of the product. See especially chapter 4: ¿warning: infection control risk: properly reprocess the product before first and each subsequent use following the instructions in this manual and in the system guide endoscopy. Improper and/or incomplete reprocessing can cause infection of the patient and/or medical personnel.. 4.1 inspection and testing: inspecting the product: visually inspect the product. Make sure that it has: no corrosion, no dents and no scratches. Ceramic insulation at distal end: visually inspect the ceramic insulation at the sheath¿s distal end before each use. Do not use the instrument in case of damage (e.g. Cracks, fractures). Warning: risk of injury: impact, fall, shock, or similar stress can damage the ceramic insulation at the sheath¿s distal end. Damaged instruments can cause injuries to the patient and/or user. Do not use the instrument if damaged. Damaged product: if the product is damaged or does not function properly, contact an olympus representative or an authorized service center.¿ additional information has been requested regarding this event. If additional information becomes available at a later date, this report will be supplemented. Olympus will continue to monitor the field performance of this device.